Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that during use of a stellar 100 device, the patient had 4 episodes of fainting and was hospitalized. It was reported the service technician identified that oxygen saturation drops with use of the device.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that during use of a stellar 100 device, the patient had 4 episodes of fainting and was hospitalized. It was reported the service technician identified that oxygen saturation drops with use of the device.